Event description:
Pt death with no notification from monitoring equipment. A pt on telemetry became bradycardiac and then asystolic without a crisis alarm being produced on the monitor. A medium level alarm was produced for a bradycardia of 44 bpm. Md found pt without respiration or pulse while on rounds. Md declared pt dnr - no code called. Biomed dept was contacted immediately to pursue system assessment. Biomed tech responded and verified that the pt monitor was indeed flat lining with an arr suspend message in the sector. He opened up the sector of the pt to insure that nothing was changed to cause an arr suspend message. He then asked the nurse to take the transmitter off the pt so he could test the unit's proper operation. As soon as a pt simulator was hooked up to the transmitter the arr suspend message went away. He then proceeded to test out the transmitter for proper operation, including running a simulated bradycardia signal and then an asystole signal into the transmitter. All alarms worked per MFR specs. Reporter asked for strips of the pt's alarms and the response was there were none. Reporter went into the pt alarm directory and noticed there were only 5 alarms present the last being a brady alarm at 13:00:49. Reporter called up that alarm and the displayed ECG was what is considered a very good strip, meaning there was no artifact, muscle tremor or baseline wandering. Reporter pulled the log files (daily system error log) on the computer, which gives a minute by minute account of pt system alarms. Reporter decided not to discharge the pt as this would have deleted the pt's history and after 24 hours facility would not have been able to access the info on the daily system log file. Graphic trends and vital signs were pulled which indicate the pt ran a steady heart rate (around 104 bpm) from at least 12:00 to 12:45. Then a decrease in heart rate began, it was 100 at 12:45 and went down to 80 at 13:00. Then at 13:00:49 the monitor alarmed brady hr 50 bpm. This is a (warning) alarm that produces a rhythm strip. At that time according to the vital signs the pt went from 74 bpm at 13:01 and 30 bpm at 13:09. There were warning alarms of 6 minutes prior to the pt straight lining. The unit never did go into a "crisis" alarm. This is because as long as the cic (central station) says arr suspend for a specific transmitter no alarms are recorded for that pt. Reporter called marquette and told them what had happened. They requested vital signs alarm directory, alarm history and the system error log files. They were sent and analyzed. Reporter received a fax back from qa engineer, level 4 coorinator of ge medical systems (which brough out marquette). In engineer's letter of interpretation, engineer indicated that the unit worked properly but at the same time was unclear of why arrhythmia processing stopped. A possible reason was given as the occurrence of telemetry waveform dropout. From reporter's experience waveform dropout is caused by the transmitter being out of antenna range. The pt didn't leave their room, so reporter would say that this is unlikely. Reporter also called in a marquette service tech to test out the system to see if indeed it was working per MFR specs. Service tech came in on 08/16/2001 and performed a check out of the system. His conclusion was that the system was operating properly. Reporter called him the following day and asked him if he was able to duplicate the problem and he said he did not. He said he had just lowered down the heart rate to see if the unit would go into a crisis alarm and it did. Reporter received a call from ge clinical quality insurance person, rn. She was most helpful in answering their questions about what had happened. As specified above as long as a pt is in arr suspend mode there will not be any recorded alarms nor either visual or audio alarms whether they are lethal alarms or not. To verify reporter took a pt simulator and induced an ECG with muscle artifact and intermittent ra lead and sent the unit into arr suspend. A system status warning occurred. This consists of an audio foghorn tone (low volume) and a small red arr suspend visual "indecatator" box at the bottom of the cic (central station). Then reporter set the simulator to asystole. The monitor did not go into any alarms thereby verifying what was told to reporter by the ge reps. This is what most likely happened. The nurses weren't even aware that something was happening.